Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer pfo occluder was chosen for implant using an 8f amplatzer trevisio intravascular delivery system. When deploying the device inside the patient, it was observed that the device discs were not flat and deployed in a bulbous shape, especially the left disc. The device was not released from the delivery cable while inside the patient. A 35mm amplatzer pfo occluder was then chosen for implant. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure. There were no reported adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Possible causes of device deformity include incorrect size delivery system, an anatomical interference, angulation or kink in the delivery system upon deployment. Information from the field indicated that the 8f delivery system was used and that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.